Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer's blood glucose was 207 mg/dl before the customer decided to go for a walk. The customer stated that the insulin pump alarmed sensor error and was unable to retrieve the sensor readings. The customer stated that she was aware that her blood glucose was dropping but did not think to turn off the sensor feature. The customer's blood glucose dropped to 29 mg/dl, which was treated with juice. The customer was advised to perform the test plug procedure, which the device passed. The customer was advised that the sensor may not have been working or may have been dislodged, bent, retracted or damaged. The customer requested replacement of the transmitter and sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.